Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "locking mechanism not functioning" was confirmed. During service, the device failed the pre-repair lock operation verification assessment. If add'l info becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Device received from (B)(6) for service. During service, a damaged locking mechanism was noted. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.